Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as there is evidence of upstream occlusion alarms in the event history log (ehl). Evaluation was not able to reproduce the error when the device was run at 999ml/hr for 15 minutes. The device was found in specification and no cause was identified, therefore no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. The event happened during setup on a patient in obstetrics department, programmed medication, dose, programmed amount and delivery rate unknown. The user swapped out the device to continue treatment. There was no known patient injury or medical intervention associated with this event. No additional information is available.